Manufacturer narrative:
The customer was sent a quote. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted stryker to report that the device did not deliver energy during preventive maintenance. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. The internal therapy connector was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third party service agent contacted stryker to report that the device did not deliver energy during preventive maintenance. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.